Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose greater than 500 mg/dl. Customer was treated with insulin and monitored. Customer was discharged (B)(6) 2019 with no permanent damage. Customer alleged that pump was not delivering insulin; however, system check with tandem technical support did not identify any alerts or alarms related to the event, or issues with pump performance. Customer acknowledged that pump was performing as intended and delivering insulin appropriately.